Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600-650mg/dl and a large ketone level identified as dangerous. Reportedly, the customer had dexterity issues, causing difficulty operating the pump. Additionally, it was reported that customer used supplies for 3 days with humalog insulin. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids, and an unspecified treatment for ketones. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.